Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "thrombectomy of dialysis graft" incident description: this cer is in correlation with (B)(4). "Just had another tip break off, but not able to retrieve, still in patient." Additional information was received via email from registered nurse, (B)(6) on monday, (B)(6) 2017 at 9:40 am. "After inserting the fogarty through the sheath, it was inflated and pulled back per normal use. On each of the three occasions, the tip of the fogarty came off inside the graft. In the first procedure ((B)(6) 2017), the tips were able to be recovered using another fogarty while applying suction on the pigtail of the sheath. The second procedure ((B)(6) 2017) the tip was unable to be recovered. First patient no ill effects d/t the fact that the tips were recovered before flow was re-established. The second patient had no ill effect even though the tip could not be recovered." Additional information was received via telephone from registered nurse, (B)(6) on monday, 16-oct-2017 at 10:38 am "I will have to check on the incident date that occurred on the first two incidents. I put the wrong product code in my email, it should be the a4545 catheter. There is no possible way for us to retrieve the tip. We will return the catheter. We also want to return the entire lot due to the number of incidents that occurred." Additional information was received via telephone from registered nurse, (B)(6) on tuesday, 17-oct-2017 at 6:02 am "correction, product number is a4545. We have 15 in stock with that same lot number that we would like to send back." Additional information was received via telephone from registered nurse, (B)(6) on tuesday, 17-oct-2017 at 1:52 pm "first surgery where two fogartys malfunctioned was (B)(6). Both procedures ((B)(6)) were thrombectomy of dialysis graft." Patient status: "the second patient had no ill effect even though the tip could not be recovered."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of tip separation from the spring tip of the returned catheter unit. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by exposure to adverse environmental conditions within the vessel. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.